Event description:
Surgeon reported to consultant: pt implanted with a prodisc-c approx five (5) years ago. Returned to a different surgeon complaining of severe neck pain. An x-ray was taken on an unk date and showed the prodisc-c recessed into the vertebral body on the upper level. Surgeon noted the disk looks too small for the pt. Surgeon is scheduling a removal.

Manufacturer narrative:
This info was not provided during the initial report. Add'l info has been requested. Implanted approx 5 years ago. Subject device not explanted at this time. Synthes is unable to provide the date of MFR as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number the device history records review could not be requested.